Event description:
Related manufacturer reference number: 2017865-2022-11900. It was reported that the right ventricular (rv) and right atrial (ra) leads were fractured and exhibited oversensed noise. The rv and ra leads were capped on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction were made to b5 as symptoms was previously unreported.

Event description:
Related manufacturer reference number: 2017865-2022-11900 it was reported that the right ventricular (rv) and right atrial (ra) leads were fractured and exhibited over-sensed noise. The patient was asymptomatic. The rv and ra leads were capped on (B)(6) 2022. The patient was stable throughout the procedure.